Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms and blank display. The customer stated that display was returned after restart. Customer reported that insulin pump received stuck button alarm when they were entering time and date after pump errors. Insulin pump was not exposed to moisture and buttons were not pressed for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=black customer complained on (B)(6) 2021 the insulin pump alarmed stuck button, pump error 23 and pump error 68. Complained the display is blank. Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons function properly. Device passed the keypad voltage test. No stuck button alarm, pump error 23, pump error 68 or blank display anomalies noted during test. Device successfully downloaded to thus. No stuck button alarm listed in the insulin pump downloaded history. The insulin pump downloaded history confirmed the insulin pump alarmed pump error 23 on (B)(6) 2021 22:25:56.000 and pump error 68 on (B)(6) 2021 22:23:04.000 due to moisture damage to the electrical board 1 and electrical board 2. Insulin pump trace download analysis confirmed the insulin pump alarmed power loss alarm on (B)(6) 2021 22:12:05.000. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The power management graph also confirmed the power loss alarm was triggered due to moisture damage to the electrical board 1 and electrical board 2. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and broken battery tube threads. The p-cap/reservoir does lock properly. Insulin pump passed functional testing. No stuck button alarm, pump error 23, pump error 68 or blank display anomalies noted during test. However, pump error 23, pump error 68 and power loss alarm was confirmed the insulin pump history download due to moisture damage to the electrical board 1 and electrical board 2. No stuck button alarm was noted in the insulin pump history download. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.